Event description:
In 2009, the patient reported that six days prior, she received an e6 (mechanical error) on her insulin infusion device 3-4 times in a row. She cleared the errors. She stated that after that her infusion device began to sound "different" and does not "sound right". She said that instead of a "tick tick, it does a tick and then slows and does two ticks together." She stated this noise had continued since that day and occurs when she boluses or primes, and when the piston rod is going forward. She stated her blood glucose has been a little higher than normal since two days prior to original date, with her current reading being 224 mg/dl. Her normal range is 80-180 mg/dl. Symptoms are thirst, fatigue and sluggishness. On follow up with the patient five days after the original date, she stated her blood glucose has returned to her normal range since using her replacement infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.